Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuits revealed gap larger than 2mm at one of the tube connector connection. The leak test revealed that the breathing circuits were within specification. Conclusion: the connectors were incorrectly assembled during production. An incorrectly assembled circuit would be detected prior to use on a patient, either during set up (cannot connect) or during the pre-functional set up tests (fails leak and pressure test). Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our user instructions also state: "check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A heathcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, an issue with six rt380 adult dual heated evaqua2 breathing circuits. Upon investigation it was revealed that the inspiratory limbs were incorrectly assembled and were found leaking. There was no patient involvement.